Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances, and the batch met all finished goods release criteria.

Event description:
Customer reported that the suture broke at an unspecified time following eye lid surgery. It is not known if the patient was returned to surgery for repair or the wound permitted to heal by secondary intention. No further information was provided.